Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles an issue related to a dreamstation auto CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles an issue related to a dreamstation auto CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Additional information was received about the allegation of chronic bronchitis, lungs are uncomfortable, black particles inside the device. Section b - adverse event/product problem was corrected for both adverse events and product problem (only the product problem was checked in the previous report.) Section b - outcomes attributed to ae was updated to other. Section h type of reported complaint was changed from product problem to serious injury. Section h patient outcome code grid, health impact grid code was corrected and updated in this report.